Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #s: 2183959-2012-02222 and 02223. It was reported by plaintiff's attorney that the plaintiff was implanted with another MFR's product and an elevate anterior on or about (B)(6) 2010 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered severe and permanent bodily injuries, including dyspareunia, difficulty urinating, prolapse, severe pelvic pain, vaginal erosion, and significant mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.